Event description:
A trilogy evo device failed aecm pretest remediation. The device was not in clinical use. No patient harm or injury was reported. The investigation is ongoing. A supplemental report will be filed should the investigation be complete.